Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/22/2013 with the following findings: the pump was not able to power on due to internal moisture damage; the display was blank and no audio tones or vibrations were evident. Evaluation revealed a crack in the battery compartment thread area. There was evidence of moisture contamination found inside the battery compartment. There was no battery cap returned with the pump. A test cap was used for all testing. The test battery cap was unable to fully tighten due to the crack in the battery compartment threads. A leak test confirmed a battery compartment leak at the battery compartment crack. The pump was opened and evidence of moisture contamination was found throughout the inside of the pump.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump would not turn on, and the battery change did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.